Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficult to insert the guidewire was confirmed. Abbott vascular (av) reviewed the lot history record and there were no manufacturing nonconformities. The complaint handling database was reviewed and identified one event reported for difficulty to insert the guidewire from this lot. Root cause analysis concluded that the trend is likely due to a manufacturing issue. Av has implemented mitigation's to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6fr sheath after an peripheral intervention procedure. Reportedly, when the device was used, the guide wire could not go out of the exit port. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.